Event description:
Numbness and tingling with balance problems and the loss of sensation and unexplained pain and issues walking, the primary physician thought I had a stroke and sent me to neurologist. Denture realigned every 2 years by dr yeaton as insurance would allow. Dose or amount: upper and lower, frequency: as needed, route: dental. Dates of use: (B)(6) 2010. Diagnosis or reason for use: to hold dentures on the advice of dentist.